Manufacturer narrative:
The evita xl was analyzed on site, the mixer cartridge air was replaced and sent in for manufacturer¿s investigation. The optical examination of the mixer cartridge's pcb showed a faulty way measurement. The stored error codes confirmed this. The safety software of the evita xl continuously monitors the ventilation performance of the device. In case specified thresholds are exceeded, the evita xl generates an appropriate visual and audible alarm. In order to solve the problem, the device might perform a warmstart. In this case the evita xl generates an alarm and turns off shortly and back on again. During this time the safety valve is opened to allow for spontaneous breathing. If the warmstart is not successful, an acoustical alarm is generated and the safety valve stays open. Manual ventilation with another ventilation unknit may be considered necessary. After a successful warmstart (duration is about 8 seconds) the evita xl continuous ventilation with the set parameters. The evita xl reacted as specified for this failure condition. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
The device turned off during ventilation accompanied by an alarm and restarted. No injury reported.